Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 5x200mm, 150cm ranger drug-coated balloon was advanced for dilation. However, during inflation, it was noted that the balloon burst during the first inflation before the nominal burst pressure. The device was removed following the standard protocol, carefully and slowly. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 5x200mm, 150cm ranger drug-coated balloon was advanced for dilation. However, during inflation, it was noted that the balloon burst during the first inflation before the nominal burst pressure. The device was removed following the standard protocol, carefully and slowly. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: device evaluated by MFR: the ranger dcb was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the distal balloon bond and extending approximately 65mm proximally across the balloon material. The rated burst pressure for this device as per specification is 14 atmospheres. A visual and tactile examination found the shaft of the device to have separated at the distal balloon bond. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the ranger dcb device confirmed that the event of balloon material rupture is known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: updated: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.